Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of implant pain was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a magnetic resonance imaging (MRI) scan. During the MRI, the patient felt pain and heat at the s-ICD implant site and at their sternum were the electrode was implanted. The MRI was aborted. The device was interrogated and was functioning as expected. Subsequently, the device and therapy delivery were turned off. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent a magnetic resonance imaging (MRI) scan. During the MRI, the patient felt pain and heat at the s-ICD implant site and at their sternum were the electrode was implanted. The MRI was aborted. The device was interrogated and was functioning as expected. Subsequently, the device and therapy delivery were turned off. This device remains in service. No additional adverse patient effects were reported.